Event description:
Baxter reports minicap transfer set cracked and caused leakage after 2 days of use. Per affiliate, a transfer set change was performed immediately after the leakage was noted. The affiliate reports no pt injury or medical intervention as a result of the incident.